Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot or relabeled lot. The balloon was prepped prior to use, which would suggest that the device was not damaged or compromised prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a right coronary artery that was 90% stenosed. The 5.0x12mm nc trek balloon ruptured at 13 atmospheres on the first inflation. The device was replaced with a same size unspecified balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.